Event description:
Customer's initial report from 29/11/2021: "the pump is causing me to have blocked ducts as the hub part presses hard on your breast. The issue has only happened on my right side, and I have been taken a course of antibiotics due to the block duct causing an infection.